Event description:
Customer reported her insulin pump will not rewind all the way. Customer's blood glucose was 162 mg/dl. Customer eventually discovered that the reason the device could not rewind all the way was because she was using the wrong size reservoir. She thought the drive support cap was flush, but it is actually indented, meaning the drive support cap appears normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).